Manufacturer narrative:
A request has been made for the device to be returned. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific crm received information that this right atrial lead was fractured. High impedances were noted. The lead was explanted and replaced. No adverse patient effects have been reported.